Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient got an inappropriate shock due to oversensing via a reduced amplitude intrinsic morphology. The shock induced ventricular fibrillation. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.